Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with pure aortic in sufficiency, the valve would dislodge towards the left ventricle during deployment. After multiple attempts to optimally deploy the valve, the valve was deployed and landed at 11 mm deep on the non-coronary cusp and 14 mm on the left coronary cusp resulting in severe paravalvular leak (pvl) on the left cusp. A non-medtronic valve was implanted valve-in-valve and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.